Event description:
Healthcare professional reported that the band portion of the lap-band system "squirts water out near the buckle." It was first noticed when the patient "lost weight initially, but then gained it all back, and the band could not support any adjustments." The entire lap-band system was explanted and replaced.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or catalog number.